Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, near the end of case when surgeon was using it, the tip of the irrigator must have bent. When the surgical assistant went to remove the irrigator from the patient, it could not be removed from the trocar. The message on the robotic patient side cart (psc) stated it was obstructed. The lights were flashing yellow on the universal surgical manipulator (usm) arm 3. Neither the arm nor the instrument could be removed due to how the end of the irrigator had become misaligned. Technical service engineer (tse) guided the customer on removing the instrument unlocking and removal with a kelly clamp (this instrument is unable to use the emergency release key). However, the metal non-disposable trocar came out with the irrigator as the tip was bent and the two could not be separated from one another without cutting the tip off the irrigator performed outside of the patient. A backup suction irrigator was used for the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have a completely broken distal clevis at the base of the main tube. The broken piece was not returned. The whole distal end of the instrument was missing. This results in having broken cables at the distal end i.e snake wrist pitch cable. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.